Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 7426, serial#: (B)(4)) found that two bond wires, one case bond wire, and one of circuit #1 bond wires, were lifted inside its casing. The device failed a final functional test by having output anomalies; more specifically, it had low (almost 0) output on all unipolar pairs (pairs involving the case), and all electrodes were referenced to one single electrode. The device had good, stable output on all bipolar pairs. In summary, the lifted bond wires generated an open circuit when used in monopolar mode. It was noted that the ins insulation and can were scratched, and that the ins had external burn marks (suspected cautery).

Event description:
It was reported that the patient had high impedances (>2000 ohms) on all unipolar electrodes on the lead of the implantable neurostimulator (ins) system. It was noted that all programmed bipolar electrodes were 'fine' and that the patient was getting good therapy. The physician was going to perform a revision of the pocket. Follow up information received reported that the patient had no presenting symptoms from the event. The revision was performed on (B)(6) 2012 at which time the ins was removed and a new ins implanted. Post-op, impedance measurements were within normal range. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3389s-40, lot #v055967, implanted: (B)(6) 2007, explanted: na; extension model 7482a40, serial # (B)(4), implanted:(B)(6) 2007, explanted: na; concomitant ins system: neurostimulator model 7426, serial #(B)(4), implanted: (B)(6) 2007, explanted: na; lead model 3389s-40, lot #v050295, implanted: (B)(6) 2007,explanted: na; extension model nhu158625v, serial #(B)(4), implanted: (B)(6) 2007, explanted: na.